Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the common compute controller (ccc) to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that console 1 repeatedly attempted to start up in simulator mode. After multiple restarts, a communication error message was displayed for each cart. Technical support troubleshooting then involved selecting ¿retry¿ on the message screen, after which all carts powered on normally. Technical support engineering also reviewed the system logs and found error codes 32145 and 31089, with the 31089 error associated with the top blue fiber port on the tower. There was no report of patient involvement or reported injury.